Event description:
It was reported that a user experienced difficulty attaching a connector to tubing and believed the connector was incorrect; images of the purported issue and unopened supplies were provided, and the product was determined to be the correct configuration with no device alerts or alarms reported. Symptoms included none. Outcomes included none. Investigation included troubleshooting and education with review of user-supplied photographs. Investigation of this case revealed that the supplies were correct and the issue could not be reproduced, indicating no device malfunction and no component defect observed. It was concluded, based on previously established findings for similar reports, that user technique was the most probable cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.